Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 624 mg/dl. It was stated that the customer experienced vomiting and ketones as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Found that the customer normally does not deliver any insulin for her meals or high blood glucose levels with her insulin pump. It was stated that the customer uses the insulin pump for the basal rates, but there were a couple of boluses in the bolus history. The customer later called to report that the reason for her high blood glucose levels was that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.